Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic inspection revealed a longitudinal burst in the balloon material, 13mm in length. Inspection of the remainder of the device revealed no damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified coronary artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified coronary artery. A 2.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.